Event description:
Twenty-one days after a 26mm sapien xt valve, the patient received a second sapien xt valve. The first valve had migrated into the lvot (90%). The second valve was placed higher and anchored the first valve in place. During the initial transfemoral procedure, during the first bav inflation (with 20cc) the balloon moved aortic, during the second inflation the balloon remained 50:50 in the annulus. The 26mm valve was advanced and deployed (with 2cc under nominal prep (20cc); the valve was deployed in good position. Tee showed mild-moderate pvl. 2cc of volume were added to the delivery system (nominal volume) for post dilation. Tee then showed trace-mild pvl with some central ai. The echocardiographer and tavr implanter concluded the regurgitation would resolve. The procedure was complete and the access site was closed with complications. Nine days post tavr procedure, the patient was admitted to the hospital with chf, (5lb weight gain and shortness of breath). Attempts were made to diurese the patient. Tte showed severe pvl.

Event description:
Twenty days post procedure the patient had a stemi and received two bare metal stents to her left coronary artery (lad). The patient was doing great ¿ she had been diareased 14 liters and was getting ready to be discharged prior to this event. She was not intubated, and no iabp; however, experiencing lots of ventricular ectopy and her ef had gone from 55 to 15-20%. She did have pre-operative a-fib but has been off coumadin for approximately one year due to two previous gi bleeds. The physicians believe it was a thrombotic event not stenotic plaque rupture.

Manufacturer narrative:
Cine and tee images were submitted to edwards and reviewed by an edwards physician proctor. Observations: CT imaging contains artifacts. Re-measurements of the provided pre-op CT images show an annulus of 442mm². The lvot has no calcium. Mild to moderate aortic leaflet calcification. Severe mitral annulus calcification. The initial bav balloon slipped aortic. Coaxial alignment is not ideal. · image intensifier angle (iia) is fair. Wire position is adequate, but somewhat shallow within the ventricle. Initial deployment begins too ventricular, approximately 60% ventricular and landing 20:80 a/v. The valve is of appropriate size, and well expanded. · long axis view on echo provides imaging of the valve within the lvot. Impressions: the valve migrated into the lvot on pod 1 as determined from echo. Fluoroscopy images demonstrate a valve placed too ventricular and may have contributed to valve movement. A second valve should have been considered to anchor the valve immediately after deployment. Per the instructions for use (IFU), device malposition and device migration requiring intervention are known potential complications associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the ventricular malposition appears to be a result of improper positioning. The ventricular deployment, in addition to inadequate calcification in the landing area, appears to have contributed to the valve migration. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). Investigation on ongoing.